Event description:
This lead is displaying noise which has caused inappropriate vt/vf detection episodes. It is believed that the physician may schedule a lead replacement in the future. Should add'l info be received, this file will be updated.